Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose (bg) level; however, no specific bg value was provided. During troubleshooting with tandem technical support, the customer stated that apidra insulin is used in the cartridge. It was recommended that the customer not use apidra, as it is contraindicated for use with the cartridge. The customer changed supplies and successfully delivered a bolus.